Event description:
Analysis of the handheld was completed on 11/11/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 11/11/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Troubleshooting of the device was unable to duplicate the report. Review of the programming history in the system identified that an interrogation of the patient's device was performed; however, that a system diagnostics test resulted in a fault which may be the event that occurred. No adverse events occurred.

Event description:
It was reported that during interrogation of a patient's generator the handheld screen froze. Troubleshooting was unable to duplicate the event; however, the physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.